Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a scd sleeve. The customer reports "patient is a female who was a pedestrian struck and assaulted. Pt is on lovenox prophylactically not therapeutically. Bruising was noted on her right calf and the scd sleeves were removed."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.